Event description:
During implant, it was not possible to insert the stylet through the lead. The stylet was removed and the lead was flushed, multiple stylets were attempted to be inserted into the lead, but without success. Another lead was used to successfully complete the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of stylet difficult to insert was confirmed. As received, a complete lead, without a stylet was returned in one piece. Visual inspection found the connector pin clogged inside with green and blue ptfe coating consistent with stylet at the connector region. The cause of reported event was isolated to green and blue ptfe coating clogged inside the connector pin.